Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
61 - the harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint of "blade was broken." Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.13¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. A review of the device logs for the harmonic ace (part# 480275-08 / lot/serial# m90200713-0166) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6) 2020 via system serial# (B)(6). This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace curved shears related to this event, but failure analysis has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not be determined. A follow up MDR will be submitted upon completion of the analysis and if additional information is received. The full instrument lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the blade of a harmonic ace curved shears broke and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a 'release the blade pressure' message was displayed. The customer checked the instrument but could not find "any difference." The instrument was cleaned and re-inserted; however, the blade broke and fell inside the patient. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room nurse and obtained the following additional information: the fragment was retrieved with a curved grasper during the same surgical procedure. The fragment was visually identifiable, thus no post-operative tests were performed to check for remaining fragments. The instrument was inspected prior to use and there was no damage observed. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issue with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instrument or other hard material during the surgical procedure. Prior to the breakage, the instrument was removed with the wrist straightened prior to the removal. The surgical staff did not notice any resistance upon the removal of the instrument through the cannula. Upon the final removal, the wrist was straightened with no resistance upon removing the instrument through the cannula. The surgical staff did not notice any damage to the cannula or any other damage to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No video or photo images were available for isi to review.